Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-oct-2015, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving morphine 11.6 mg/ml f or a total dose of 6.659 mg/day, fentanyl 2000 mcg/ml for a total dose of 1148 mcg/day, and bupivacaine 20 mg/ml for a total dose of 11.480 mg/day via an implantable pump for spinal pain. It was reported the patient had intermittent pain control. There was no factors that may have led or contributed to the issue. Diagnostics/troubleshooting included on (B)(6) 2019 a catheter dye study was performed and results were normal, but the catheter was sluggish. The pump elective replacement indicator was less than 19 months. Actions/interventions included surgical intervention where the pain pump and intrathecal catheter were replaced on (B)(6) 2019. The catheter was replaced with a legacy catheter 8598a and 8596sc. The catheter will be returned to manufacturer. The pump was implanted in the left buttock and catheter tip was at t9. The volumes at explant were 1.7 expected and they got 7.5 out of a 20ml pump. It was noted that the issue was resolved at time of reported. The patient's status at time of report was alive - no injury. The patient's weight was (B)(6) pounds and the patient's medical history included osteoarthritis (oa), hypertension, diabetes (dm), depression, anxiety, and intervertebral disc disorder with radiculopathy. Allergies included tizanidine. The event date was asked, but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Destructive analysis identified wear on the motor o-ring for gear number three. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. The pump was returned, and analysis found dark residue occlusion in dispensing holes and a prolapsed silicone layer. If information is provided in the future, a supplemental report will be issued.